Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the down arrow keypad button is unresponsive. This complaint is being reported because the alleged malfunction remained unresolved. There is no indication that the alleged issue contributed to an adverse event.